Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found the tamper seals intact. A review of the pump event history log found no evidence related to the reported problem. Functional testing was done using the battery loss alarm test and the pump passed, alarming at 2 minutes 28.16 seconds. Three accuracy tests were run, and the pump was found to be over delivering to the manufacturing specifications. Found fluid ingression on pump by the chassis base of the expulsor which resulted in a delivery accuracy issue. The root cause of the problem was determined to be user induced via fluid ingression into the main body of the pump as a result of improper cleaning of the pump. Actions were taken to mitigate the reported issue: the expulsor assembly was replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed accuracy by -8.5 percent. There was patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.